Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician was flushing the left ventricular (lv) lead, ballooning of the tip of the lead occurred. The lv lead was not used and was replaced. The patient remained stable throughout the procedure.